Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side cyst and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: cyst: unable to observe as it is a medical event not related to the device. Rupture: broken observed on posterior and anterior side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: creases were observed. Red particles observed on the surface of the shell. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6

Event description:
Physician reported right side cyst and rupture. Device has been explanted